Event description:
Six patients with discrepant sodium results reported. Patient 1, initial result 132 mmol/l, repeated twice giving 137 and 140mmol/l. Erroneous results were not reported. The field service representative was unable to determined root cause, but noted the customer had replaced the reference electrode and ise solutions. Performance tests were performed.

Event description:
Six patients with discrepant sodium results reported. Patient 2, initial result 132 mmol/l, repeated twice giving 143 and 145 mmol/l. Patient 3, initial result 130 mmol/l, repeated twice giving 134 and 138 mmol/l. Patient 4, initial result 134 mmol/l, repeated twice giving 139 and 140 mmol/l. Patient 5, initial result 126 mmol/l, repeated twice giving 128 and 132 mmol/l. Patient 6, initial result 130 mmol/l, repeated twice giving 135 and 137 mmol/l. Erroneous results were not reported. The field service representative was unable to determined root cause but noted the customer had replaced the reference electrode and ise solutions. Performance tests were performed.